Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify unexpected failed battery test or battery failed alert, pump error 130 alarm, pump error 43 alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose. The blood glucose level at the time of the incident was 569 mg/dl. The customer also reported that the insulin pump had multiple pump error alarms and a battery failed alarm. The customer stated the insulin pump was exposed to a high magnetic field. Contacts were not missing, damaged, or corroded. The customer reported they were unable to clear the alarm and were unable to rewind the insulin pump. The insulin pump will be returned for analysis.